Manufacturer narrative:
Concomitant: product ID 7434, serial# (B)(4), product type programmer, patient. Product ID 7 495-51, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2014-(B)(6), product type extension, product ID 3587a, lot# la3136, implanted: 2002-(B)(6), product type lead. Product ID 3587a, lot# la3136, implanted: 2002-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had surgery on 2014-(B)(6) for a complete replacement of her spinal cord stimulation system due to battery depletion and stimulation that was not therapeutic for her. The battery depletion was stated to be normal and there was a loss of stimulation/therapeutic effect. During surgery, the doctor realized the lead was a paddle lead and he was unable to remove it himself. The lead and extension were cut and removed along with the implantable pulse generator (ipg). The patient was then rescheduled to have the lead removed on the day of this report by an orthopedic spine surgeon. The lead was removed. The entire system including the extension kit was removed. The manufacturer representative had not seen the patient since the surgery but as far as he knew, the patient was doing okay. No follow-up was required as all needed information was provided.